Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The fse followed up with the customer who stated the issue was resolved but could not elaborate how. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the bipolar was not working. The customer had reseated cables with no change. The tse had the customer change out the cable and instrument but was still getting the question mark on the screen. The tse had the customer move the ports and bipolar was not working. The customer continued with the case and requested a field service engineer follow up. The procedure was completed no reported injury.